Event description:
It was reported that the pt experienced skin erosion with approx a dime sized opening revealing the metal of the pump. The pt apparently fell and had a laceration. He did not leave the scab alone. The pt experienced a pocket infection. The event was found when the pt was in for a routine refill. The pump was explanted and not replaced on (B) (6) 2010. A portion of the catheter was left in for re-implantation later. The drug used in the pump was a mixture of fentanyl 10 mg/ml, baclofen 1350 mcg/ml, clonidine 2800 mcg/ml at 1.0 mg/day on a simple, continuous basis. The pt recovered without sequelae.

Manufacturer narrative:
(B) (4): the device was returned for analysis which was not complete as of the date of this report. A f/u report will be submitted when device analysis is complete.